Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-81805), ruler (m-83360), pin gauge (m-84082 m-84081) camera ( panasonic lumix dmc-zs5) drawing(s) referenced: (B)(4) rev. P as found condition: the pipeline flex w/ shield device and marksman micro catheter were returned for analysis within a shipping box and within an opened pipeline flex w/ shield outer carton; within an opened pipeline flex w/ shield inner pouch and within an unsealed plastic pouch. The opened marksman outer carton and inner pouch were also returned. The pipeline flex w/ shield device was returned within the marksman micro catheter, with the pusher extending out the hub ~50.5cm. Visual inspection/damage location details: no flash or voids molded were found within the marksman catheter hub. No damages or anomalies were found with the hub, micro catheter body, distal tip or marker bands. The hypotube was found unstretched and the ptfe shrink tubing was found undamaged. The distal wire was found separated from the hypotube proximal to the wire weld. No damages or irregularities were found with the resheathing pad, proximal bumper, or pad restraints. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found damaged. The proximal braid end was found tapered, damaged, and frayed. The distal braid end was found fully opened, damaged, and frayed. Testing/analysis: the marksman micro catheter total length was measured to be ~159.0cm and the usable length was measured to be ~151.4cm, which is within specification (specification: total (ref) = 157cm ± 3cm usable = 150cm ± 3cm). The micro catheter was flushed with water and water exited out from the catheter tip. The pipeline flex w/ shield pusher was retracted out of the marksman micro catheter and the distal delivery wire and braid were found still within the micro catheter. The micro catheter was cut to remove the distal wire and braid. The inner diameter was measured to be 0.0265¿ at the distal end, which is within specification and compatible for use with the pipeline flex w/ shield. The proximal inner diameter could not be measured due to the destruction during extraction. Neither the pipeline nor marksman could be used for resistance testing. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported patient vessel tortuosity was normal, continuous flush was administered, pipeline was not positioned in a bend, pipeline was resheathed 2 or less times, and devices were prepared per IFU. The pipeline flex w/ shield and marksman were confirmed to have ¿resistance/stuck during delivery¿, ¿catheter resistance¿, ¿pipeline damaged during delivery/retrieval¿, and ¿pushwire kink/damage¿. From the damages seen on the pipeline pusher tip coil (damaged), braid (frayed/damaged/tapered), and distal delivery wire (separation); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex w/ shield through the phenom catheter against the reported resistance. P ossible contributors towards the failure are patient vessel tortuosity, coagulated blood or lack of continuous flush. There was no non-conformance to specifications identified that led to the reported issues. The distal wire of the pipeline flex w/ shield delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex w/ shield against resistance. A review of the manufacturing process ((B)(4), <(><<)>(><(>&<)><(> <<)>)> vs2022) did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issues. (B)(4). 2023-03-05. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline experienced resistance in the marksman microcatheter and failed to open distally. The patient was undergoing treatment for an unruptured aneurysm located in the ophthalmic segment of the carotid artery. The max diameter was 4.9mm, and the neck diameter was 3.8mm. The patient's vessel tortuosity was normal. The landing zone was 3.8mm distal and 4.9mm proximal. It was reported that during stent release delayed opening and a funnel shape was observed, remaining closed in the distal part of the stent. A kink was observed in the stent and the delivery wire. A continuous flush had been administered. The pipeline had been stuck in the distal part of the catheter. The physician had released the load/slack in the system, but this did not resolve the issue. The pipeline was not positioned in a bend when it failed to open. The pipeline was resheathed 2 or less times. The pipeline was removed from the patient. The patient did not experience any injury, symptoms, additional medical/surgical intervention, or extended hospitalization. Angiographic results post procedure were said to be satisfactory. The devices were prepared according to the instructions for use (IFU).